Manufacturer narrative:
The customer did not provide the serial number, therefore, device manufacturer date could not be determined.

Event description:
The customer called to get help with her contour next one meter. The customer reported that her blood glucose readings were not being stored in the memory of a contour next one meter. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The initial MDR was left blank as the serial number for affected contour next one was not available. The contour next one serial number received for investigation is (B)(4). Have been updated with the device serial number and device manufacture date respectively.